Manufacturer narrative:
E1: phone (B)(6). H3: one device was received for evaluation. Visual inspection found a damaged downstream occlusion (dso) seal. The dso seal was replaced. A review of the event history log revealed a 46446 error. Functional testing found the device failed accuracy testing. The expulsor was replaced to resolve the accuracy testing issue, and printed wire assembly were replaced to resolve the error 46446. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was returned for an unknown reason. There was no patient involvement. The device evaluation found a damaged downstream occlusion seal.